Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 investigation summary: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that '359.219, inserter f/ten has broken handle on one end. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the inserter f/ten would contribute to the complained device issue. Based on the investigation findings, the inserter has broken because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 359.219. Lot # 9542348. Manufacturing site: werk hagendorf. Release to warehouse date : 20.aug.2015. Expiration date: n/a. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the plastic casing had broken. There was no patient harm or surgical delay. This report involves one inserter for ti elastic nails. This is report 1 of 1 for (B)(4).